Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the patient was treated for infection then released.

Manufacturer narrative:
Correction to initial report. The notify date of the initial report was 2017-08-17. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was stated that the patient had fallen and developed the seizure activity. The patient also has an infection in their brain. The caller stated it was not related to the patient¿s dbs. They stated that they did not know if it was due to the lead being a little deeper or the infection, stating that the neurologist is wondering if the lead has moved. The patient¿s hcp thinks the seizure is coming from that area. The hcp did not want to provide information on when the issues occurred.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient was admitted to the hospital after having a seizure. The patient¿s therapy was turned off, and the healthcare provider (hcp) wanted to turn stimulation back on. No further complications were reported or anticipated.